Manufacturer narrative:
Concomitant medical products: model 3186, scs lead and therapy dates: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2019-01204. It was reported the patient experienced ineffective stimulation due to lead migration. Lead and anchor migration was confirmed via CT scan. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-01204. Follow-up information indicates that surgical intervention was under taken on (B)(6) 2019 wherein the leads were repositioned. Reportedly, effective therapy was restored.